Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. Instructions for use: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported injecting a patient in the upper lip (superficial epidermal vermillion) with 1 syringe of juvéderm volbella® xc using a linear, threading technique. Thirty days later the patient experienced a 4 mm nodule in the left upper lip and 3 mm nodules in the right upper lip. The patient was seen by the injector three days later and was treated with hyaluronidase which did not resolve the symptoms. The patient was started on a medrol dosepak the next day and the symptoms resolved 50% and the patient was prescribed another medrol dosepak 2 weeks later.

Event description:
Additional information: symptoms fully resolved two months after injection.

Manufacturer narrative:
Additional information: describe event or problem.